Event description:
It was reported that the patient presented to the hospital. Upon device interrogation, the right ventricular lead exhibited over-sensed noise and high thresholds. The patient presented in clinic for follow up. Upon isometric exercises, noise could not be reproduced. High voltage therapies were turned on and the patient will further be monitored. The patient condition was stable.